Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device found a burst in the tubing, approximately 1/8 of an inch in length, midway in the tubing. In addition to the actual device, a retained sample and two lots of baxter product of the same supplier lot were evaluated. The dimensions of the retained sample were measured and found to be within specification. The retained sample was also microscopically inspected. The two lots of the same supplier lot underwent dimensional verification, power injector simulation, and the pressure to burst was measured; the units did not burst during simulation and during the pressure to burst test, the pressure that resulted in bursts was over the labeled limit in pounds per square inch (psi). None of the three investigations were able to determine the cause of the burst in the actual sample. In order to further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set ruptured at its midpoint, resulting in contrast media solution (non-baxter product) leaking onto the patient, including spraying onto their face. This occurred during patient infusion with a power injector (non-baxter product) for a computed tomography (CT) scan of the patient¿s cardiac system. The reporter stated that the pressure required was 5 pounds per square inch (psi), but the power injector shut down at the time of the rupture as its 300 psi limit was reached. The IV site and IV catheter (non-baxter product) were functioning properly and everything was secure. The extension set was then removed, and the CT scan proceeded without issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.